Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation. Patient programmer display showed "call your doctor" icon with por (power on reset) condition. Additional information was requested.